Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04859. It was reported the pt noticed a change in stimulation a day after implant. An x-ray was performed which showed the lead had migrated. It was also reported the anchor appeared to be in the unlocked position. F/u identified the physician was to undertake surgical intervention at a future date to address the issues.